Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high" specific value was unknown. Reportedly, the customer did not fill the cannula during the load fill tubing sequence which contributed to the elevated bg. Customer filled the cannula and gave a correction bolus to address the high bg. Tandem technical support educated customer on proper the load techniques, customer acknowledged and understood.

Manufacturer narrative:
To fill the cannula without filling the tubing, from the home screen, tap options, tap load, tap fill cannula and then follow the instructions below. If you are using a steel needle infusion set, there is no cannula; skip this section. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.